Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad. All operating currents were within the specification. No unexpected low battery, off no power alarm, button error alarm, or moisture damage was found. The unit had a minor scratched display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked pump belt clip slot. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 135 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.